Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure one of the pacing leads exhibited high thresholds. It was also reported that the other pacing lead exhibited unstable thresholds. The pacing leads were not used and replacement leads were implanted. No patient complications have been reported as a result of this event.